Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r86-22 that has a similar product distributed in the us, list number 6r86-20. Patient identifier : (B)(6). This is all the patient information provided.

Event description:
The customer reported false negative architect sars-cov-2 igg results on multiple patients. These patients are health personnel who did not present with any symptoms. These patients tested positive by a pcr method more than a month ago. The customer provided the following data: on (B)(6) 2020 sid (B)(6) ((B)(6)) = 1.26 s/c / roche = 1.4 (positive); sid (B)(6) ((B)(6)) = 0.79 s/c / roche = 3.57 (positive); sd (B)(6) ((B)(6)) = 1.25 s/c / roche = 3.73; on (B)(6) 2020 sid (B)(6) ((B)(6)) = 0.94 s/c / roche = 17.5 (positive). The cutoff range for sars-cov-2 igg is < 1.4 s/c (negative). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a false negative architect sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records and scientific literature. The samples were all from health care professionals that were asymptomatic but tested positive by pcr and roche total antibody assay. Return testing was not complete as return samples were thawed upon receipt at abbott lake county testing site. In-house testing for reagent lot 16311fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Tracking and trending data were reviewed and no trends were identified. Device history record review on lot 16311fn00 did not show any potential non-conformances, or deviations related to the customers issue. Labelling was reviewed and found to adequately address the issue under review. As part of evaluating the consistency of sars-cov-2 igg lots, abbott has conducted comparison studies using a third party manufactured sample set (seracare sars-cov-2 performance panel). This provided a basis for comparison with the roche cobas anti-sars-cov-2 assay, another nucleocapsid based test capable of detecting igg (as well as potentially igm and iga). Testing was performed using five different abbott lots with comparative results showing good lot-to-lot consistency, with the abbott igg assay correctly identifying 10 of 10 positive panel members. The negative panel member tested as negative on all abbott lots. In comparison, the roche assay detected 9 of 10 positive panel members (roche testing performed by (B)(6)). Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/= 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/= 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019. Medrxiv. Review of the manuscript, bryan et al. 2020."performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho" j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation architect sars-cov-2 reagent lot 16311fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.